Event description:
The customer reported that one (1) each of the ge adapter sku 33506's internal green and white plastic molding has melted and come apart from the pink casing. Additional information received on 09jul2025 stated that only 33506 is affected. Unfortunately, they had no lot # nor a sample. They said it happened a while ago and only had a picture. It is not known how long it's been used. The rep is not aware of any heating issues with the product or monitor during use or when this adapter is connected to the monitor socket.

Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. Thirty retained samples underwent cosmetic inspection; no issues were found. The complaint sample was not returned for evaluation however a photo was provided and the reported issue was observed. Based on the available information, a root cause could not be determined at this time.¿ ¿we will continue to monitor related reports to determine if additional actions are necessary.